Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump had blank display during testing. No patient involved. No further information available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the enteral feeding pump had blank display during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed; fracturing is evident on the lcd and a section of the display is permanently darkened. The device was powered on with battery alone, then, the device was connected to an ac cable and powered on. In both cases the device powered on with audible tones present but failed post as the display was blank. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.